Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this implantable cardioverter defibrillator (ICD) did exhibit noise on the rv sense channel as well as multiple stored episodes for noise, increased counts for ventricular tachycardia/ventricular fibrillation oversensing and pacemaker inhibition. There was never inappropriate shock therapy given as a result of the noise. The patient was noted as having 2:1 heart block and having chest pain when they presented to the hospital.

Manufacturer narrative:
The boston scientific local area sales representative tested the rv lead and was unable to reproduce the noise except with the lead impedance which was repeatedly greater than 2000 ohms pace impedance in testing. Threshold measurements of the rv lead were noted as stable. Shock impedance was within normal limits. The physician planned to run shock lead impedance (sli) testing during the pending device system upgrade to check the shocking coils. Once the device was taken out of pocket and the rv lead disconnected then re-connected, all parameters went back to normal through the pacing system analyzer (psa). The sales representative suspected a setscrew issue. Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. This laboratory finding may have contributed to the reported clinical observations.